Event description:
The salute fixation device is intended for fixation of prosthetic material. The device was being used to conduct a laparoscopic incisional hernia repair. The salute system deployed straight wire constructs during the case. There was no patient injury.